Manufacturer narrative:
Complaint conclusion: the 4mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used as pre-dilation, but it ruptured at six atmospheric pressure (atm). It was replaced with a 4mm 4cm saber over-the-wire (otw) and was inflated. Two non-cordis stents (9mm 60mm and 8mm 40mm) were implanted. An 8mm 4cm saber pta was inflated for post-dilation and the procedure was completed. There was no reported patient injury. The lesion was the left external iliac artery which had chronic total occlusion (cto). A non-cordis sheath (6fr 25cm) was inserted from the left femoral artery. A retrograde approach was made. A non-cordis sheath (58cm) was inserted from the right femoral artery and cross-over approach was made. An ipsilateral retrograde approach was made. A non-cordis support catheter (4fr) was inserted. A non-cordis guidewire (0.035) was inserted and advanced with a knuckle wire (unknown). It was replaced with another non-cordis guidewire (9-12) and it crossed cto region. Rendezvous method was done for the sheath. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82191563 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion likely contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult; damage to balloon material may have occurred in the attempt to cross or during inflation. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
The 4mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used as pre-dilation but it ruptured at 6 atmospheric pressure (atm). It was replaced with a 4mm 4cm saber over-the-wire (otw) and was inflated. Two non-cordis stents (9mm 60mm and 8mm 40mm) were implanted. An 8mm 4cm saber pta was inflated for post-dilation and the procedure was completed. There was no reported patient injury. The lesion was the left external iliac artery which had chronic total occlusion (cto). A non-cordis sheath (6fr 25cm) was inserted from the left femoral artery. A retrograde approach was made. A non-cordis sheath (58cm) was inserted from the right femoral artery and cross-over approach was made. An ipsilateral retrograde approach was made. A non-cordis support catheter (4fr) was inserted. A non-cordis guidewire (0.035) was inserted and advanced with a knuckle wire (unknown). It was replaced with another non-cordis guidewire (9-12) and it crossed cto region. Rendezvous method was done for the sheath. The device will not be returned for analysis as it was discarded.